Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated using radio frequency (rf) telemetry. Abbott technical support was contact and a firmware update was recommended. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating firmware was re-downloaded on the device to resolve the event. The patient was in stable condition.